Event description:
The customer reported this ventricular lead was surgically abandoned (capped) and replaced with a new lead, as it was exhibiting high threshold measurements resulting in intermittent capture. Small r-waves were also noted; a chest x-ray was taken which confirmed there was no fracture and impedance measurements were reported as stable. No adverse patient effects were associated with this event.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed; the threshold measurements were requested, but could not be obtained. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.